Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-11280. It was reported that the patient presented for an implant procedure. The pacemaker and the right ventricular lead were eventually not used for an unknown reason. The patient's condition was unknown.